Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A lead revision was performed due to an increase in noise episodes resulting in oversensing. The lead was capped and a new lead was implanted. The patient was in stable condition following the procedure.